Event description:
It was reported that interrogation of the pulse generator displayed a -data not read- message, and it was not possible to change settings. The device was replaced due to poor telemetry.

Manufacturer narrative:
Na